Event description:
It was reported that pump malfunction occurred without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Customer did not require assistance from a 3rd party. Customer gave correction injection by pen or syringe and, with support from technical support, reset pump malfunction code, which did not recur, and was advised to continue using pump and to call back if malfunction happened again, which customer understood.